Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) ranging from 50 mg/dl without symptoms to 400 mg/dl with symptoms of dehydration (dizzy, lightheaded), nausea, and vomiting associated with a time issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the am and pm were switched on the pump without user intervention. It was reported that the patient¿s healthcare provider made recent changes to their basal rate and bolus settings. The alleged bg of 50 mg/dl without symptoms does not meet the criteria of a serious injury. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a time issue.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed a time/date reset after pump reboot on (B)(6) 2015. A timekeeping accuracy test was performed and the pump maintained time accurately during 5 day duration test. However, when the pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump cover was removed and the internal battery was observed to be leaking. A time test was started, but not completed due to the internal battery failure. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.